Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds). During deployment of the closure device, a perforation occurred followed by a pericardial effusion. The wds and closure device were both removed from the patient and a pericardial tap was performed. Additional intervention was required to address the pericardial effusion and the patient was transferred to surgery to remove fluid from the pericardium. The patient stabilized and was admitted to the intensive care unit.

Manufacturer narrative:
F10 updated

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds). During deployment of the closure device, a perforation occurred followed by a pericardial effusion. The wds and closure device were both removed from the patient and a pericardial tap was performed. Additional intervention was required to address the pericardial effusion and the patient was transferred to surgery to remove fluid from the pericardium. The patient stabilized and was admitted to the intensive care unit. It was further reported the laa was closed surgically. Six days post index procedure the patient had fully recovered and was discharged.

Manufacturer narrative:
B5 event description updated.

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds). During deployment of the closure device, a perforation occurred followed by a pericardial effusion. The wds and closure device were both removed from the patient and a pericardial tap was performed. Additional intervention was required to address the pericardial effusion and the patient was transferred to surgery to remove fluid from the pericardium. The patient stabilized and was admitted to the intensive care unit. It was further reported the laa was closed surgically. Six days post index procedure the patient had fully recovered and was discharged.

Manufacturer narrative:
B5 event description updated. H6 patient code updated.

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds). During deployment of the closure device, a perforation occurred followed by a pericardial effusion. The wds and closure device were both removed from the patient and a pericardial tap was performed. Additional intervention was required to address the pericardial effusion and the patient was transferred to surgery to remove fluid from the pericardium. The patient stabilized and was admitted to the intensive care unit. It was further reported the laa was closed surgically. Six days post index procedure the patient had fully recovered and was discharged. It was further reported the pericardial effusion occurred with tamponade.